Event description:
It was reported that the ICD was replaced due to battery depletion indicator and long charge time (the elective replacement indicator was activated). The device was removed and replaced with no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - battery depletion-normal.